Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while the patient was hospitalized due to syncope. While recovering the patient had another syncopal episode and p waves were showed to not be conducted for fourteen seconds while being monitored under telemetry. Technical review as requested. Boston scientific technical services (ts) discussed to check the stored electrocardiograms for noise and oversensing. It was noted that no arrhythmias or noise was recorded, as well as no loss of capture. The electrical measurements were stable. Ts further discussed possibly doing an x-ray to verify connection. An updated was pending. No additional adverse patient effects were reported. This patient was pacemaker dependent. Engineering analysis noted that the device has no resets and no faults. The data in the daily rv pacing threshold show several days in (b)6) 2017 when no data was collected for the test and a two where the test was delayed. It is unknown why the tests during this time period were not run or even if this is related to the patients syncope. At the present time the device appears to be functioning properly.

Event description:
Additional information noted that a revision took place to replace the competitor lead. No damage was noted with the lead, the device was also replaced. No additional adverse patient effects were reported.

Event description:
The device will not be returned.